Event description:
Per home health rn (B)(6), states she keeps getting pump motor error and then low battery error. Replaced with 16 batteries, pump lasts 20-30 minutes and they have same issue. No missed doses reported. No adverse events reported. Serial number not provided. Chronic inflammatory demyelinating polyneuropathy.